Manufacturer narrative:
H3. Device evaluated by MFR? - correction - code 02 was not included in initial MDR.

Event description:
Generator analysis was performed. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Lead product analysis is being performed. No additional relevant information has been received to date.

Event description:
The lead analysis was performed. A break was identified at the end of the positive and the negative lead coils. Scanning electron microscopy images of the positive coil showed pitting or electro-etching conditions had occurred in the vicinity of the break location. The positive coil appearance suggested a stress-induced fracture due to rotational forces has occurred. Secondary stress fissures were noted in at least three strands of the quadfilar coil. Due to mechanical distortion (smoothed surfaces) the fracture mechanism of other two strands of the quadfilar coil cannot be ascertained. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No additional relevant information has been received to date.

Event description:
It was reported that the patient had high impedance and was referred for a full revision. Full revision surgery was performed and the explanted devices were returned. Product analysis is being performed for the returned devices. No additional relevant information has been received to date.